Manufacturer narrative:
B5: describe event or problem- updated.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. The faradrive preparation was prepared and deflection and flushing were tested. The faradrive sheath was inserted into the patient and followed proper sheath management. When the physician went to put the mapping catheter into the faradrive sheath, they noticed that there were some plastic looking strings inside the seal of the faradrive sheath. The sheath was pulled into the right atrium, and once this reported material was noted, the sheath was removed immediately out of the patient. The material was inspected. The sheath was replaced with a new faradrive sheath to complete the procedure. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that the sterile seal did not appear damaged during preparation. The user was unsure where the plastic part came from.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. The faradrive preparation was prepared and deflection and flushing were tested. The faradrive sheath was inserted into the patient and followed proper sheath management. When the physician went to put the mapping catheter into the faradrive sheath, they noticed that there were some plastic looking strings inside the seal of the faradrive sheath. The sheath was pulled into the right atrium, and once this reported material was noted, the sheath was removed immediately out of the patient. The material was inspected. The sheath was replaced with a new faradrive sheath to complete the procedure. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.